Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred.the 100% stenosed denovo target lesion was located in the severely tortuous and severely calcified atrioventricular branch. A 1.5x15mm apex balloon catheter was advanced to the lesion for predilation and upon the first inflation to 12atms the balloon ruptured. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's current condition is good.